Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to suspected t-wave oversensing (twos) and double counting. Follow up with the company representative indicated that no reprogramming was needed as the patient had an electrolyte imbalance. The lead remains in use. No further patient complications have been reported as a result of this event.